Manufacturer narrative:
Additional information: d4; the documented UDI is based on the product code provided by the reporter; the UDI-pi is not available as no lot number was provided for the reported incident. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 26 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "the cuff failed; the bulb did not work properly"; there was no reported injury. Additional information received 08jul2024 reported, the patient arrived from the emergency department (ed) with a blown cuff in the endotracheal tube (ett). [The] patient was intubated in the emergency room (ER) with a 4.0. Ed respiratory therapist (rt) stated volume loss on the ventilator, but it was due to the blown ett pilot balloon. Patient was reintubated on "h2b"; there was no harm to the patient.

Manufacturer narrative:
Correction: d4 the actual sample from the reported event was returned for evaluation. Visual examination of the device, during decontamination, revealed damage located on the pilot balloon assembly. After decontamination, the sample was examined under magnification (50x): an apparent partial tearing effect of the pilot balloon inflation line from its entirety was observed; the point of separation was 7mm long from the inflation lumen opening. The reported event could be confirmed as reported; however, the root cause is indetermined. All information reasonably known as of 25 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.